Event description:
It was reported that since getting the pump the patient had had an infection. Approximately two months ago, the patient¿s pump started ¿failing.¿ when asked to define what was meant by failing, the reporter stated the patient had lost ¿a bunch¿ of weight, lost 100 pounds, and now the pump was rubbing on the implant site. Reportedly this was ¿ulcerating¿ and the patient now had a massive infection. The patient was very sick and anemic. The patient had been to an infectious disease physician and was also on intravenous medication for one month. The reporter stated that the patient was ¿going to die¿ if the pump did not come out. The patient reportedly did not have self-control with oral medication and could not walk if he was on oral medication and therefore needs the pump. The patient was seeing a different physician as his previous physician would no longer see him or talk to him. The patient thought due to a recall. Another physician wanted to put implant a neurostimulator. The patient felt he had a recalled pump and "it's infection due contamination." The patient was on antibiotics before and after the placement of the pump and he wanted to know how he got the infection as something was causing the infection and he could not get it out of him. A health care provider told the patient he had no abdominal wall and the patient wanted to know where else to put a pump. Reportedly, the patient had scar tissue on the left side and currently the pump was on the right side. The patient¿s physician told him he was a good candidate for the pump as it helped with his pain before in the past and if he were to no have the pump he would not do very well without it. The patient¿s back surgeon stated they would take it out if he became critical but they would rather him go to a "pump doctor.¿ the patient did find a health care provider who was going to remove the pump and tie the end of the catheter and noted this was a two-part procedure. However, another physician told him to ¿run fast.¿ ultimately, the patient was now seeing another physician who was seeking a surgeon for t he patient. This device system delivered morphine. Additional information was requested to verify resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The pump system was explanted on 2015-(B)(6). The patient had a pump pocket infection that did not clear after some time. They explanted the entire system and let the patient heal. They planned to place another implant in the future, the date was unknown. The patient's status at the time of report was "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported because the doctor put the patient¿s second pump into the same pocket as the previous pump, the pump became abscessed and had to be replaced. When asked for medication dose and concentration, the patient stated they had a mix of medications; morphine and something else. The dose and concentration was unknown. No further patient complications were reported.